Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. The literature article did not provide the lot number. Therefore, the manufacture and expiration dates are unknown. The event was reported by the sales representative. According to the article, the healthcare facility is: (B)(6). Literature source: journal of gastroenterology and hepatology (endoscopic ultrasound-guided biliary drainage: a case series in a regional australian center) (B)(4).

Event description:
Boston scientific became aware of a case involving hurricane rx dilatation balloons through the journal of gastroenterology and hepatology. The article was entitled "endoscopic ultrasound-guided biliary drainage: a case series in a regional australian center" was written by l. Hollingsworth, s. Kannuthurai and s. Chowdhury. According to the literature, the aim of the study was to compare the efficacy and the advantages of the two procedures: endoscopic retrograde cholangiopancreatography (ercp) and endoscopic ultrasound guided biliary drainage (eus-bd) which were used to treat stenosis of both the common bile duct and pancreatic duct secondary to benign and malignant disease. The study consisted of four patients after a failed ercp procedure. Early complications were noted, and technical success was identified by regression of cholestasis. Long term success was identified by length of stent patency and mortality. During the procedure, two patients were approached through the duodenum and two through the stomach, based on the location of the stenosed bile duct. Treatment of all four patients was technically successful in short term, with rapid regression of cholestasis, and three of the four patients were discharged home within 5 days after the procedure. One patient was noted to have a post-procedural abdominal pain with suspected bile leak. Another patient represented 38 days after the procedure with possible sepsis due to reflux cholangitis which was treated with antibiotics. All four stents remained patent. Patient mortality ranged between 23 and 158 days after procedure, with an average life length of 79 days after the procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the literature article did not provide the lot number. Therefore, the manufacture and expiration dates are unknown. Section e: the event was reported by the sales representative. According to the article, the healthcare facility is: (B)(6). Block g2: literature source: journal of gastroenterology and hepatology (endoscopic ultrasound-guided biliary drainage: a case series in a regional australian center). Block h6: patient code e1109 captures the reportable event of cholangitis. Patient code e1108 captures the reportable event of biliary leak. Patient code e0306 captures the reportable event of sepsis.

Event description:
Boston scientific became aware of a case involving hurricane rx dilatation balloons through the journal of gastroenterology and hepatology. The article was entitled "endoscopic ultrasound-guided biliary drainage: a case series in a regional australian center" was written by l. Hollingsworth, s. Kannuthurai and s. Chowdhury. According to the literature, the aim of the study was to compare the efficacy and the advantages of the two procedures: endoscopic retrograde cholangiopancreatography (ercp) and endoscopic ultrasound guided biliary drainage (eus-bd) which were used to treat stenosis of both the common bile duct and pancreatic duct secondary to benign and malignant disease. The study consisted of four patients after a failed ercp procedure. Early complications were noted, and technical success was identified by regression of cholestasis. Long term success was identified by length of stent patency and mortality. During the procedure, two patients were approached through the duodenum and two through the stomach, based on the location of the stenosed bile duct. Treatment of all four patients was technically successful in short term, with rapid regression of cholestasis, and three of the four patients were discharged home within 5 days after the procedure. One patient was noted to have a post-procedural abdominal pain with suspected bile leak. Another patient represented 38 days after the procedure with possible sepsis due to reflux cholangitis which was treated with antibiotics. All four stents remained patent. Patient mortality ranged between 23 and 158 days after procedure, with an average life length of 79 days after the procedure. No further information has been obtained.